Event description:
It was reported by the sales rep that an implant was used on a patient and afterward they discovered that the product was expired. No adverse consequences that they are aware of at this time. The implant expiration date was noted to be (B)(6) 2021.

Manufacturer narrative:
Device remains in the patient.